Manufacturer narrative:
.

Event description:
It was reported a delay greater than 30 minutes because the spacer couldn't be implanted. In order not to affect the operation, the same type of gasket was replaced and implanted successfully.

Manufacturer narrative:
The associated genesis ii ps insert was returned and evaluated. A lab analysis performed on the part indicated the deformation to the anterior face was likely due to impact force during insertion or extraction. The posterior locking detail appears to never have been engaged with the tibial baseplate tray. No manufacturing deviations were noted during this investigation. Based on the investigation conducted, the exact cause of the insert not locking to the tibial tray was not able to be determined. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. The features that could be measured were to print specification. This device was manufactured in 2017. Our investigation included a review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed part revealed no additional complaints for this failure mode with the same batch number. A clinical evaluation noted there no clinical/medical information provided for this complaint. Without clinical/medical documentation a thorough investigation cannot be performed. The patient is said to be discharged and recovering. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. We consider this investigation closed. Should additional information be received, the complaint will be reopened.